Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)

Event description:
A patient underwent a cavotricuspid ishmus (cti) ablation procedure with a thermocool smarttouch sf, the patient experienced a pericardial effusion/cardiac tamponade treated with chest compressions and pericardiocentesis. The report indicated that while ablating the cti line with a thermocool smarttouch sf they heard a steam pop. The patient¿s blood pressure decreased, and they noticed an effusion with the acuson acunav intracardiac echocardiography (ice) ultrasound catheter. The discovery was confirmed by ice and the patient had "tamponade." The medical interventions provided were chest compressions and pericardiocentesis. The procedure was stopped. The patient¿s last know status was stable.